Event description:
Note: date of event is unk. It was reported to boston scientific corporation that within 2 weeks of placement of a corflo cubby dual port standard balloon device, the balloon ruptured. According to the complainant, another corflo cubby dual port standard balloon was used to replaced this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant had indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.